Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high defibrillation impedance. The lead was reprogrammed. Upon reinterrogation, the impedance was high, but within normal range. The patient had no consequences and will be monitored.